Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Manufacturer narrative:
After further review of additional information received the following sections a1, b4, b5, b6, b7, d6, g1, g4, g5, g7, h2, h3, h4 and h6 have been updated accordingly. Section h3: the complaint product is not returned for analysis. The company is not aware of any other complaint reports involving this part number or manufacturing lot. Because the liner was implanted for approximately 12 years prior to the revision the issue was not likely related to manufacturing. The frequency of occurrence ranking is very low; therefore, the issue does not appear to be design related. There are no user-related issues reported. The reason was not reported for the revision; however, since only the acetabular liner was revised and a constrained liner and ring were implanted, the reason for the revision was likely dislocation. Section h6: in a review of the labeling it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. That there are device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and any of which may require a second surgical intervention or revision. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements.there is no patient information provided, therefore, it is not possible to make a patient risk/clinical assessment. This device is used for treatment, not diagnosis. Section(s): no information has been provided. A3 & a4.

Event description:
It was reported that a patient had a right hip revision. No additional information has been provided on the patient or event.